Event description:
The user facility reported that an employee injured his hand while trying to free a wash manifold from a reliance vision single chamber washer. The wash manifold had not advanced fully into the washer so the operator powered the unit off and back on, however, the wash manifold remained jammed. The operator then manually pushed the manifold into the washer, allowing the chamber door to fall on his hand. The operator went to the facility emergency room where he received x-rays and was prescribed a lifting restriction. The user facility reports the operator has fully recovered and returned to full work duties with no restrictions.

Manufacturer narrative:
A steris field service representative inspected the vision single chamber washer and could not duplicate the reported event. The technician tested the door in both operator and service mode and found the washer door and switches to be operating properly. The washer operator manual states (pp. 1-1): "warning - personal injury hazard: risk of pinch point, do not push on top portion of doors; do not push on door when door is rising; do not push on door when door is jammed." The manual also states (pp. 4-35): "warning - burn hazard: if an obstruction is present in chamber door, do not attempt to remove the object." Steris offered to conduct in-service training and is waiting for a response from the facility.

Manufacturer narrative:
Steris is scheduled to conduct in-service training on (B)(4), 2011 regarding the proper use and operation of the washer.